Event description:
On (B)(6) 2026, the patient had high bg of 363 mg/dl for more than 1.5 hours due to bent cannula and the patient was not sure if the cannula was inserted correctly as all inset cannula was bent. The patient was treated with external insulin.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.